Event description:
Reporter alleged blood glucose measured 40 mg/dl back to back with a result of 150 mg/dl when tests were performed 2 mins apart. Customer stated not having any low glucose symptoms at the time. No actions were taken on treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.